Event description:
Report is for patient 1 of 2. A 4.3 inr with protime system vs. 2.2 inr with same device approx 20 mins later. Patient therapeutic inr range: 2.0-3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer - no product returned from user facility. Results - customer complaint could not be confirmed.